Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and vomiting. The customer had fluctuating blood glucose (bg) levels while in the hospital that range from (76 mg/dl-422 mg/dl) the customer was treated with insulin drip, saline drip, dextrose drip, temp basal rate of 120% for one hour, and then another temp basal rate of 130% for 1 hour was set to stabilize bg level. The contact noted large air bubbles/air gaps in the tubing. The contact was instructed to expel air bubbles by performing fill tubing. The contact stated the customer was to be discharged from hospitalization on (B)(6) 2016. Multiple follow up attempts were made to confirm the customer was discharged from the hospital that have been unsuccessful.